Event description:
Discordant advia centaur troponin ultra results were obtained on patient samples. The results were reported to the physician(s). Upon retest, the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data, it was determined that the cause of the discordant troponin ultra results were due to a clog in the aspirate probe 1. The fse removed the clog from the aspirate probe 1, and replaced the cuvette sensor at the ring loader and the r1 heater coil. Calibrated the system and ran qc, all to be with specification. The instrument is performing within specifications. No further evaluation of the device is required.